Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative reviewed the therapy log and found that initial drain volume was 12ml, rec initial drain was 0ml, the last fill volume (lfv) equaled 198ml, the total fill was 8003ml, the total drain was 10362ml, the average dwell time was 1 hour and 31 minutes, the average drain was 0 hours and 33 minutes, the total ultra-filtration (uf) was 2358ml, cycle 4 uf was 2241ml, cycle 3 uf was 238ml, cycle 2 uf was 399ml, cycle 1 uf was -44ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. An internal and external inspection was performed with no issues noted. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device's pneumatic system was checked. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log was performed and identified a high drain volume 104 (night drain #4) alarm. The reported condition was verified. Upon conclusion of the investigation, the cause was determined to be an insufficient drain due to one or more cycles advancing to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.